Manufacturer narrative:
Continuation of d10: product ID: b32000, lot# 082m28623, implanted: (B)(6) 2024, product type: accessory. Correction sent for updated annex f code: f26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b32000, lot# 082m28623, serial#, implanted: (B)(6) 2024, explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: 082m28623, ubd: 13-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the plastic carrier which holds the screws on the bhd failed to hold the bone screws in place as the bhd was being implanted. The screws were removed as well as the ring, which was then placed using screws from a cranial plating system with a more substantial reusable screwdriver. A cranial plating set was opened. The ring was removed from the holder and was placed free hand on the skull over top of the burr hole. The ring was affixed using 5mm self-drilling self-tapping bone screws. The issue was resolved by the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: b32000, lot# 082m28623, implanted: (B)(6) 2024, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.